Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing excruciating and intolerable pain at the incision site. It was noted that the patient also had a headache due to overstimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician suspected device malfunction since the physician found that the lead had contacts fallen off and one of the tails on the lead was frayed and splitting. It was noted that all contact were removed from the patient¿s body. The explanted ipg was not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing excruciating and intolerable pain at the incision site. It was noted that the patient also had a headache due to overstimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician believed the patient's medical condition was not device related. It was also noted that the physician would no longer explant the patient.

Event description:
A report was received that the patient was experiencing excruciating and intolerable pain at the incision site. It was noted that the patient also had a headache due to overstimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-8216-70 (sn:(B)(4)) device evaluation indicated that the complaint could not be confirmed. The returned paddle lead exhibited extensive damages. Visual inspection revealed that the paddle electrodes number # 5, 6, 7 and 8 are dislodged and not returned. The two proximal tails of the paddle lead were clean cut and both are not returned. The cables are exposed. Electrical tests couldn't be performed. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing excruciating and intolerable pain at the incision site. It was noted that the patient also had a headache due to overstimulation. The patient will undergo an explant procedure.